Manufacturer narrative:
"Customer had an incident when rycrofts came off while injecting the eye." There are no reports of patient or user injury for this event. This report is the result of a retrospective review of previously unreported complaints.

Event description:
"Customer had an incident when rycrofts came off while injecting the eye."

Manufacturer narrative:
"Customer had an incident when rycrofts came off while injecting the eye." There are no reports of patient or user injury for this event. This report is the result of a retrospective review of previously unreported complaints.

Event description:
"Customer had an incident when rycrofts came off while injecting the eye."